Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation customer's claim of no image could not be confirmed. Furthermore, issues were identified, including a discolored and broken front panel below the scope socket. The caution label showed signs of wear, and various switch devices (front panel, front panel gasket, blue bar, front panel bezel) had their power switch updated. A faulty scope socket with corroded pins, front panel with damaged near the scope socket and non-olympus lamps with 500 or more hours of usage were also discovered. The investigation is ongoing and follow-up with user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source with no image. The issue was found during preparation for use. There was a 15 minute delay in the procedure but delay had no impact on the patient and on the outcome of the procedure. There was no medical intervention or treatment required because of the reported problem. The procedure was completed with another device of same type.